Event description:
Psychiatric electroshock with adverse reactions including: severe permanent memory loss, poor concentration, poor comprehension, low self esteem, muscle tremors-2yrs., weakness left side, shoulder pain, and introversion.